Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, a balloon valvuloplasty was performed. During deployment of a 26mm sapien 3 valve, the balloon of the commander delivery system burst during full inflation. The valve was fully deployed. The delivery system could be retrieved into the sheath and removed from the patient without any complication. The patient is doing well. Per report, the patient has a ¿high level of calcium¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and written and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the cause of the balloon rupture was due to patient factors (¿high level of calcium¿). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.